Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she accidentally flushed her insulin pump down the toilet. Customer called back the next day saying that she found the insulin pump. Customer's blood glucose was unknown. Nothing further reported.